Event description:
A tee reveal what appeared to be a large thrombus within the left atrial appendage, almost completely occluding the inflow valve to the left ventricle. The tah-t was diconnected on bypass and revealed that the left atrial appendage was inverted.